Event description:
Customer called to report potassium electrolyte calibration failures on the unicel dxc 800 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, and customer stated that the tip of the potassium may not have been pre-soaked. The cts assisted customer with more troubleshooting, advised customer to pre-soak the potassium tip, and asked customer to call back if the calibration issues continued. Customer called back on the same day to report failed calibration on the potassium, calcium, chloride, and carbon dioxide electrolytes. After further troubleshooting, customer called back to report that the issue was not resolved and asked for a service visit for the following day. The next day, the field service engineer (fse) inspected the instrument and found that the carbon dioxide reference electrode was leaking. The fse also found that the electrode's "o-ring" was installed without its corresponding retainer ring. The fse found the retainer ring, and then installed the "o-ring" and the retainer ring. Also, customer suspects that someone may have loaded the carbon dioxide acid into the reference line, shocking all the electrodes and preventing recovery. The fse tested the calibration and quality controls of the instrument to ensure that the service performed was effective and that the calibration issues were resolved. Customer stated that the facility has alternate instruments; therefore, no patient samples were run on the instrument and no erroneous results were generated. Customer did not report harm to instrument operators.

Manufacturer narrative:
As described, it is suspected that an error in user maintenance may have contributed to the instrument's calibration failure. Customer stated that the carbon dioxide acid may have been improperly loaded. Also, the field service engineer noticed during inspection of the instrument that the retainer ring was not properly installed. (B)(4).